Event description:
It was reported that vns patient has high impedance over 10000 ohms on system diagnostics. It was reported that the battery indicator is ok although patient has been implanted several years ago. It was reported that last known good diagnostics were obtained in (B)(6) 2015, with lead impedance 2410 omhs. X-rays were taken and provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Additional information was received that no known trauma has occurred. It was reported that the change in seizure control or quality of life since the last good interrogation is unclear. Patient's pattern is variable but now in a prolonged poor stage. It was reported that, during the last visit in (B)(6) 2015, the vns duty cycle was increased up to 20% from 15%. It was reported that there has never been parental conviction that vns has made much difference but nurse had hoped to change the settings, which could not be done because of the high impedance result with output current status low. Additional information received that the worsening period for the patient did not start after the last visit in (B)(6) but there is a worsening period approximatively every month or so with the patient, this is his natural cycle. The patient status is pretty much the same as before vns implant. Patient currently had more seizures for a slightly more prolonged period of time than usually but now doing better and the vns system is switched off. Review of manufacturing records confirmed all tests passed for the lead prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided the wrong age for the patient.

Event description:
An implant card was received for the patient stating the generator and lead were replaced due to the observed high impedance. The explanted products have not been received by the manufacturer to date.

Event description:
Additional information was received that the explanted device was not available for return and was discarded after surgery.